Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a review of the patient's electrograms (egm), one ectopic beat was noted with far field r-wave (ffrw) sensed in the atrial blanking period. The patient's right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.